Event description:
It was reported that during impaction into the humerus, a self-punching 4.5 mm anchor bent and the metal tip fractured. Intra-operatively, the fracture occurred at approximately the midpoint of the metal shaft, and the fractured tip remained within the peek portion of the anchor. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4).the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.